Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discarded, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event.  As part of our manufacturing process, all device history records are reviewed, and approved by quality, prior to release of product.  If additional information, or the sample is received, the investigation will be re-opened, and responded to accordingly.

Event description:
The customer reported that the feeding set presented a leak in the connection with the diet bag. There was no patient harm.